Event description:
Information received from the patient reported that manufacturer¿s representative turned their implantable neurostimulator (ins) on the night previous. The patient put it at ¿1400 on the first on and 1300 on the second on.¿ the representative left and the patient lowered it down when they went to bed. They tried to turn it back up this morning but only got the 1300 one back up but lost the 1400.¿ during the report, the patient stated that both were giving them ¿different numbers¿ and was not sure what was going on or if it was working properly. The indication for use for the implanted device was noted as non-malignant pain.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that symptoms she experienced related to having only the 1300 working and losing the 1400 included her legs stopped feeling like she wasgetting shocked. Steps taken to resolve the losing the 1400 included the patient talking with a manufacturer's representative (rep). The patient noted that the rep was very helpful and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.